Manufacturer narrative:
This report is filed september 27, 2013.

Event description:
Per the clinic, the device was explanted (date not reported), due to partial extrusion of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).